Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient¿s device had reached elective replacement indicator (eri) and they were interrogating to prepare for implantable neurostimulator (ins) replacement when they found that contact 1 and 11 were out of range >10 ,000. The patient¿s programs were not using these contacts so nothing was done to resolve the impedances. No contributing factors were known. No symptoms were reported.